Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured aneurysm it was noted that the patient's vessel tortuosity was moderate. The access vessel was the femoral artery, with 7mm diameter. It was reported that the coil could not pass through the echelon microcatheter; upon withdrawal, the surgeon observed that a braided wire within the microcatheter lumen had become protruding and punctured at the middle section. It was noted that friction and difficulty were reported during insertion of the guidewire/stylet. Aside from the reported puncture, no additional damage to the catheter was observed. No kink or damage was noted on the guidewire, pushwire, or stylet. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. Lesion characteristics are unknown. The procedure was completed after replacing the microcatheter. No causes or contributing factors for the resistance were identified, and no causes or contributing factors for the puncture were identified. Resistance was noted in the middle portion of the catheter. A medtronic coil was used; however, the model and lot number are unknown. The coil came out of the introducer sheath smoothly. A stryker neuroguidewire was used, though the model and lot number are unknown. The guidewire was able to pass the catheter hub, and no damage was found to the catheter hub. The guidewire tip was shaped.